Event description:
It was reported that the patient was hospitalized due to hypoglycemia resulting in convulsions, disorientation, and temporary speech impairment due to a communication failure between the pod and the freestyle libre 2 sensor during the night. The patient's blood glucose level registered as "low", and woke up at 5:00 am to alert his spouse, who called an ambulance. The patient mentioned he had eaten a mars bar at night to troubleshot for low blood glucose. However, he did not recall specific treatment provided at the time, except the paramedics administered sugar water to raise their glucose levels. At the hospital, the pod was removed, and healthcare professions administered intravenous glucose. The patient was transitioned to insulin pens due to ongoing issues with the current system. He was discharged after 1.5 days, and the pod was discarded. The patient had been in hospital 2 days prior on (B)(6) 2025. The first hospital visit was reported in insulet ref cn-(B)(4).

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.